Manufacturer narrative:
Correction: section g3 ¿ the awareness date of previous report should have been 9 aug 2024 rather than 14 aug 2024.

Event description:
It was reported that during an in-clinic follow-up, the pacemaker exhibited episodes of over-sensed noise. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
Correction: upon review, the pacemaker should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction or caused a serious event.